Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached the recommended replacement time (rrt) early. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Five total power on resets were triggered. The last four were triggered on (B)(6) 2016 due to low battery supply. Microprocess was master of the bus at the time of reset. Analysis of the device memory indicated the battery impedance trend was rising. The recommended replacement time (rrt) was triggered on (B)(6) 2016 due to impedance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The early battery alert was triggered without corresponding battery depletion and the icm experienced a power on reset (por).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device was received in a no-telemetry condition due to a severely depleted battery at 1.10v. The system current drain was nominal when the device was powered using an external supply. The device was fully functional. It passed post sterilization and diagnostic system tests. The device also passed additional testing of the external integrated circuit. Optical inspection of the hybrid revealed no anomalies. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.